Event description:
The customer reported two occurrences of tissue being found underneath the distal cover after an unknown procedure using an evis exera iii duodenovideoscope and a single use distal cover. Case with patent identifier (B)(6) reports the scope used in occurrence one. Case with patient identifier (B)(6) reports the cover used in occurrence one. Case with patient identifier (B)(6) reports the scope used in occurrence two. Case with patient identifier (B)(6) reports the cover used in occurrence two.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide information from the customer.

Event description:
Additional information regarding the patients and reported events was requested from the customer. The customer reported, "unfortunately, we did not log which patients this occurred on so I am unable to answer these questions."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, mucosa would be sucked into the distal cover and keep being sucked for a few seconds after the user stops operating suction while the opening space of the scope¿s distal end is close to a mucosal surface. Furthermore, per CAPA no. Omsc-hq-153-19, this may occur even when the cover is not cracked, and the user does not operate suction while withdrawing the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information: please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ olympus will continue to monitor field performance for this device.